Event description:
It was reported that the circuit breaker on the back of the workstation of the 9600 system trips when the ac power cord is plugged into the wall outlet. There was no report of patient injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The malfunction was verified. Replaced the battery charger pcb, the ac power plug and the sram battery. The system was tested and found to be working as intended and placed back into service.